Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ni to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3: date of event will be estimated as 11/07/2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a vessel closure was attempted with 4 proglide devices relative to a procedure. Reportedly, unspecified failures occurred with all 4 devices. The method of hemostasis was not provided. No additional information was provided.